Manufacturer narrative:
Correction; submitted 08/26/2016 as follow-up #1: a review of the complaint record indicated that the alleged defect was a casing condition issue, not a power issue as previously reporter. .

Manufacturer narrative:
Device evaluation follow-up #2 submitted 10/11/2016: the device was returned to animas and evaluated by product analysis on 09/19/2016 with the following results. Threads on battery cap are stripped. Battery cap is unable to establish an electrical connection. A test cap used for testing purposes. Pump exercised 24 hours with test cap with no further power issues occurring. No power interruptions observed in black box. Battery cap contact height and width were found within specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (power) issue. It was reported that there was a power issue and the battery cap was worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.